Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving dilaudid (40mg/ml at 10mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a possible/questionable blockage at the spinal segment of the catheter on (B)(6) 2017. The catheter was accessed on the date of report and flushed with dye to verify patency and location, and it was confirmed that the intrathecal location was verified. The catheter was flushed and aspirated successfully, was reconnected with a pin, and the surgical site was closed. The issue was considered resolved and the patient's status at the time of report was alive - no injury. Regarding environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient was compliant. No further complications were reported or anticipated.